Event description:
The pump was returned to animas. The pump was investigated by product analysis and the force sensor was found to be out of calibration, and damage and contamination was observed in the force sensor assembly. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump performed the rewind, load, and prime steps appropriately. The pump was exercised for 24 hours without issues. A force sensor calibration test found that the force sensor was out of calibration. The pump was opened and the force sensor assembly was found to be damaged and contamination was found in the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)